Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported restenosis is a known adverse event listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported that the xience v stent was implanted to treat restenosis of a previously implanted stent. It should be noted that the xience v IFU states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. The IFU cautions that: the safety and effectiveness of the xience v stent have not been established for subject populations with in-stent restenosis. In this case, it cannot be determined whether the IFU deviations contributed to the reported patient effects.

Event description:
It was reported that on (B)(6) 2009 a non-abbott stent was implanted in the mid right coronary artery, without calcification or tortuosity. On (B)(6), 2010, a 3.5 x 23 mm xience v stent was deployed to treat a restenosis from the implanted stent. On (B)(6) 2011, the xience v stent was observed to have a 50% restenosis, which was treated by implanting another non-abbott stent. There was no reported adverse patient effect. The patient was discharged the next day with no complications. No additional information was provided.